Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Device received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display. Customer reported blood glucose of 218 mg/dl. Customer also reported that the crack on battery compartment. Customer stated that insulin pump was exposed to moisture. Customer reported that the insulin pump was beeping but there was no display on the screen. Customer was advised to discontinue use of the insulin pump and to revert to backup plan per healthcare professional¿s instructions. Insulin pump will be returned for analysis.